Manufacturer narrative:
The tech found the caster wheels were worn and cracked. He replaced the wheels to repair the bed.

Event description:
Info received indicates, the brake will not hold on the bed.